Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, phrenic nerve stimulation was noted on the left ventricular (lv) lead. The device was reprogrammed to resolve the event. Furthermore, loss of capture resulting in post-paced t-wave oversensing was noted on the lv lead. The physician suspected that the previous reprogramming to be the cause of the event. No further intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.